Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on july 6, 2020.

Event description:
Per the clinic, it was reported that the patient developed an episode of meningitis and sepsis in 2019 (specific date not reported). The patient was subsequently hospitalised for a duration of two weeks (date not reported) and was successfully treated. It was reported that the device was explanted on (B)(6) 2019. The patient was reimplanted with another cochlear device on (B)(6) 2020.